Event description:
It was reported that foreign matter was found before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "fm in gel x4 black spot in tube x1." 5 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter and molding defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA# 90580. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, "fm in gel x4, black spot in tube x1." 5 occurrences were reported.